Event description:
It was reported that in 2005, oasys was placed on c0-c2 (c2 pedicle screw) and transverse connector as well (c2 had laminectomy) however, it was found that the transverse connector and the blockers on c2 were dislocated and the patient had a revision surgery in 2005.